Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the caller stated that the patient's wife reported that the spinal cord stimulator (scs) has not been working since 2012, and that the ins battery was removed in 2012. The caller then reported the patient's CT scan shows that the ins is still implanted along with the leads. It was noted the CT scan is not related to the patient's device/therapy. The caller also doesn't know if the patient's stimulation is not providing therapy relief or the ins is not actually working. No further complications were reported. No patient symptoms were reported.